Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, high ventricular rate episodes and automatic mode switch episodes were observed due to noise on the right atrial (ra) lead. Inhibition of pacing was also observed. No intervention has been performed. The lead remains implanted and will continue to be monitored. The patient was in stable condition.